Event description:
Portion of the screw broke during insertion. Screw provided good fixation and was left in the joint. Situation caused no delay and did not impact the pt. If this were to recur it could result in surgical intervention at the time of the event to prevent injury.